Event description:
It was reported to boston scientific corporation that an extractor retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the balloon was used to remove stones from the bile duct and then the balloon was removed from the scope. The balloon was reinserted into bile duct and tried to inflate however it was noticed that the balloon was ruptured the procedure was completed with another extractor retrieval balloon. There were no patient complications reported as a result of this event. It was noted that no fragments of the balloon detached inside the patient. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the event date and patient information have been unsuccessful to date. Should any relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4)a search of the complaint database revealed that no previous complaints exist for the specified lot. A visual examination of the returned device confirmed the device was from lot 13051863. The condition of the returned device was consistent with the reported event description that that balloon ruptured as the balloon was found to be detached at the proximal end. There was no damaged noted to the catheter portion of the device. The most probable root cause is operational context.